Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 125 mg/dl. The customer stated that they were out in the heat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.